Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.please note the event date is unknown.

Manufacturer narrative:
The report received from the field states that the physician was doing an x-ray series of the l spine on (B)(6) female. Films noted a fractured ivc filter. It is unknown when the filter was inserted. There were no reported complications or injury. The fracture was discovered while performing another procedure. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product remains implanted in the patient and is unavailable for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics may have contributed to the reported event.

Event description:
The report received from the field states that the physician was doing an x-ray series of the l spine on a (B)(6) female. Films noted the a fractured ivc filter. It is unknown when the filter was inserted. No complications. No injury. The malfunction was discovered while performing another procedure.